Event description:
The patient/lay user contacted lifescan (lfs) alleging that the meter was set to the incorrect unit of measurement (uom). The patient changed his battery the week of the 19th and after replacing the battery he noticed the meter was set to incorrect uom. The patient tested his blood glucose and received a 9.6 mmol/l (172 mg/dl) and decided to visit his physician. His physician sent him to the lab where his blood glucose was 196 mg/dl. Readings were 45 minutes apart from one another. The patient did not receive any medical treatment. The patient did not experience any symptoms at the time of testing and does not recall going into the meter settings and changing the uom. Customer care agent (cca) sent the patient a replacement meter.